Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via common femoral artery, the guidewire allegedly failed to track into the catheter. It was further reported that the distal tip of the catheter allegedly damaged. The device was removed and the procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the guidewire allegedly failed to track into the catheter. It was further reported that the distal tip of the catheter allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufcaturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser iq ultrasonic cto device was returned for evaluation. During visual evaluation, the distal tip appeared to be separated from the outer catheter with a tear, but still attached to the inner core wire. No functional testing was performed due to the condition of the sample. Deformation of the catheter sheath was noted at the distal end where the material had separated from the tip, which is a common occurrence with material separation. Therefore, the investigation is confirmed for material separation. However, the investigation is inconclusive for the reported device-device incompatibility as there is no functional testing was performed. A definitive root cause for the reported device-device incompatibility, material deformation and identified material separation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.